Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia leading to diabetic ketoacidosis on (B)(6) 2020 with blood glucose value over 600 mg/dl. The customer reported other events such as high ketones, nausea, vomiting, abdominal pain and difficulty in breathing. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with drip and manual injection. The auto mode feature was not active at the time of reported event. Customer was unable to complete care link upload. The customer reported that the drive support cap was normal. Customer alleged insulin pump was under delivery because of set change. Customer reported air bubbles in the reservoir and approximate size was like a drop. The device will not be returned for analysis.